Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports have issues with the sensor when they were inserted in her abdomen. Customer stated she had to turn off the threshold suspend feature due to the device going into suspend and her blood glucose was over 200 mg/dl. Customer stated she calibrates twice a day. Customer now wears the sensor in her arm and wears the insulin pump in her bra. When weak signal alarms occur she just puts them close and resolves issue. She also tries to calibrate when blood glucose is stable. No further information reported.